Manufacturer narrative:
UDI identifier added in d4 field.

Event description:
Reportedly, the ICD was implanted on (B)(6) 2025. The procedure was completed around 4:40 pm. One hour later, a rms report was generated showing noise on the rv lead, and the ICD started charging, but the noise episode stopped before delivering a shock. The physician saw the patient around 9 pm and deactivated atp and shocks as a precaution. I went to see the patient earlier this afternoon, and everything is fine¿stable compared to yesterday. A chest x-ray was performed to check the lead connection, and everything was normal. I also performed all tests (standing, sitting, lying down) with prolonged arm movements, and everything was normal. The patient developed a hematoma that appeared the day after the procedure. What could be the cause of this noise episode?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided patient files dated (B)(6) 2025 confirmed the reported events the device ICD dr talentia (sn: (B)(6)) was implanted on (B)(6) 2025 with a rv lead invicta (sn: (B)(6)) and a ra lead solia s53. 3 episodes (labelled as vf or non-sustained) were recorded on (B)(6) 2025 around 17:52 (2 episodes led to capacitors charge, without delivering therapies). A reintervention occurred on (B)(6) due to a hematoma and confirmed the ventricular lead was not dislodged. Review of patient files (in clinic follow up dated (B)(6) and remote monitoring systeme files revealed dated (B)(6)), revealed no other ventricular oversensing episodes were recorded. The isolated episodes dated (B)(6) around 17:52, are most probably esv, post system implantation. Since (B)(6) 2025 (implantation date), rv lead impedance and rv coil continuity measurements were stable and within normal range. Based on available data, no issue is suspected on the subject ICD and rv lead. However, careful monitoring of this phenomenon should be performed upon each follow-up.

Event description:
Reportedly, the ICD was implanted on (B)(6) 2025. The procedure was completed around 4:40 pm. One hour later, a rms report was generated showing noise on the rv lead, and the ICD started charging, but the noise episode stopped before delivering a shock. The physician saw the patient around 9 pm and deactivated atp and shocks as a precaution. I went to see the patient earlier this afternoon, and everything is fine¿stable compared to yesterday. A chest x-ray was performed to check the lead connection, and everything was normal. I also performed all tests (standing, sitting, lying down) with prolonged arm movements, and everything was normal. The patient developed a hematoma that appeared the day after the procedure. What could be the cause of this noise episode?